Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be corrosion on the safety slide clamp sensor. To correct the condition, the safety slide clamp sensor contacts were cleaned and resoldered. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and was evaluated. The condition was determined to be due to a corroded safety slide clamp sensor. The safety slide clamp sensor contacts were cleaned and resoldered to repair the condition. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced an insert slide clamp alarm. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.